Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of stones in the common bile duct of a female patient in her (B)(6). (Patient exact age and weight are unknown). As the stent delivery system was being advanced through the scope, the delivery system's pull wire began to exit the exchange port and the stent deployed inside the olympus ercp scope (model unknown). The delivery system was first removed from the scope, and then the scope was removed from the patient. A pigtail catheter was used to remove the stent from the scope. The procedure was completed with another rapid exchange biliary stent system with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.